Event description:
It was reported there was a loss of therapeutic effect following a fall in (B)(6) 2013. It was noted there was some stimulation from one of the leads, but it did not help. The device was replaced.

Manufacturer narrative:
Product ID, 3889-28 lot# v920745, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).